Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed several error codes during priming. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed several error codes during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(6). The livanova field service representative was dispatched to the customers¿ facility to investigation the reported issue. Error codes e17 and e21 issue were confirmed to be displayed on the patient bridge. The service representative found that the pumps in the patient circuit were taking up too much power; therefore the pumps were replaced. A function check and a test run were performed; the unit was found to run without issue. No additional information received. If additional information is received, it will be evaluated for reportability as required. The results of the investigation determined the root cause for the reported event to be related to patient pump circuit. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.